Manufacturer narrative:
(B)(4). UDI # unknown. A review of the device history record is not possible as no lot number was provided. One sample device was returned. The original packaging was not returned with the device. The product did not contain a lot number identification. The sample appeared in generally clean condition. The balloon exhibited an axial burst, extending from the base of the proximal collar to the base of the distal collar. The edges of the burst were smooth. The balloon material was inspected under magnification. No obvious damage or defect was observed on the material that could identify a potential point of origin for the burst. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from (B)(6) stating transgastric-jejunal enteral feeding tube balloon broke within approximately 2-weeks. There was no reported health injury. No additional information was provided in regards to the patient's status.